Event description:
The customers family member found their pt flailing around, disoriented and incoherent. They tried to feed them but they didn't improve. They called an ambulance and was taken to the hospital. The customer blood glucose was 40mg/dl ath the hospital. The customer was admitted, a lab was drawn the result is unknown. The customer was given sugar and vi fluid. Unknown if controls were in use. A request was made for the return of the suspect device and replacement product was sent.